Event description:
Reportedly, the instrument was placed on the aorta, closed, fired, then released to find that no staples had fired. The surgeon cross clamped the aorta and applied another ta 30 stapler. 150cc of blood was given. Pt status ok.